Manufacturer narrative:
During use of a 6f-7f mynx control vascular closure device (vcd), the doctor experienced great difficulty in pushing button one, and the mynx system seemed to push forward a few millimeters. The users immediately noticed pulsatile flow, so the doctor retracted the mynx handle a few millimeters and hemostasis was achieved. There were no reported patient injuries. Additional information received stated that the patient had a total peripheral occlusion with tissue plasminogen activator (tpa), and a non-cordis device was attempted to restore flow. The device was stored in the cath lab in the box, in a temperature-controlled area. The device storage temperature did not exceed 25 °c. The device was stored for approximately two weeks. The device was stored and handled according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for a diagnostic coronary procedure. The procedure used a retrograde approach. The vessel was the right femoral artery. There was no lesion calcification or tortuosity/angulation. There was no stenosis. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no damage noted to the button. There were no kinks in the sheath or device after removal. The product was not returned for analysis, however, 5 sterile unused devices from the same lot f1924701 were returned. Per visual analysis, the sterile devices were returned in their original sealed packages, but not in a controlled temperature condition. The sterile devices were visually inspected and no anomalies/damages were observed. Per functional analysis, a simulated use model was used for sealant deployment per the mynx control instructions for use (IFU). The investigator was able to completely depress the button and lock it in place. The button deployment felt normal and all the devices deployed properly during the investigation. All devices performed as intended and are deemed to meet specifications. The product history record (phr) review of lot f1924701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿actuation difficulty¿ could not be confirmed as the device was not returned for analysis and the five returned sterile products functioned as expected. Additionally, the event of ¿occlusion¿ could not be confirmed as procedural images were not provided. The exact cause of the reported events could not be conclusively determined. Based on the information available for review, procedural/handling factors (mynx system seemed to push forward a few millimeters) may have contributed to the issue experienced with pushing button one of the mynx control since the tension indicator must be properly aligned for proper button depression, and there were no anomalies noted to the sterile devices. Also, actuation difficulty can occur when not enough force is applied when pushing down the button. An occlusion is a known potential complication following an interventional peripheral procedure and is listed in the mynx control instructions for use (IFU) as such. An occlusion in the arteries distal to the closure site can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly (which was not reported by the customer). Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, it is not possible to determine what factors may have contributed to the occlusion. However, patient and procedural factors are likely. According to the mynx control instructions for use, which is not intended as a mitigation, ¿inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock. Grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes. The following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism or death.¿ neither the phr review, the product analyses of the sterile device, nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1924701 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a mynx control vascular closure device 6f-7f the doctor experienced great difficulty in pushing button one, and the mynx system seemed to push forward a few millimeters. There were no reported patient injuries. The users immediately noticed pulsatile flow, so the doctor retracted the mynx handle a few millimeters and hemostasis was achieved. Additional information received states that the patient had a total peripheral occlusion with tpa and a non-cordis device was attempted to restore flow. The device was stored in the cath lab in the box, in a temperature-controlled area. The device was stored for approximately two weeks. The device was stored and handled according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for a diagnostic coronary procedure. The procedure used a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no damage noted to the button. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The vessel was the right femoral artery. There was no lesion calcification or tortuosity/angulation. There was no stenosis.